Manufacturer narrative:
Device analysis summary: no defect observed. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device history record (DHR) summary: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm® ultra xc, the product came out of the side of the luer lock. Patient contact was made. No injury to the patient or injector. The needle from the package was used.